Event description:
It was reported that the device had premature depletion due to high output. The device was explanted and replaced. It was also right ventricular lead had high thresholds. The pace sense pin was capped and was replaced. The high voltage coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.